Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to dysphotopsia. The lens was removed and replaced with lens from another manufacturer during the secondary surgical procedure. Unplanned sutures were required. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received partially coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.